Manufacturer narrative:
One precision surface electrode kit left leg patch was received for evaluation. No visual anomalies were noted. The patch displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported recognition issue and subsequent delay remains unknown.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
FDA request to update device model information. Follow up report required.

Event description:
Related manufacturing ref: 2182269-2023-00048. During a paroxysmal supraventricular tachycardia (psvt) procedure, the ensite dws could not display the electrode image which caused a delay. The dws and amplifier were restarted and reconnected with no resolution. The patches were then replaced which resolved the issue. Additionally, electrodes 7-8 of the catheter did not display as expected in the right atrium. The cable and the pole in the junction box were changed with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.